Manufacturer narrative:
It was reported that the switch became hot enough to melt a spot on the plastic switch-housing and would not turn on. Upon examination, it was discovered that the connection to the circuit board had shorted causing enough heat to build up to warp the flame-retardant switch housing. The switch supplier has been notified and we expect them to initiate a CAPA project.

Event description:
It was reported that the switch became hot enough to warp the flame-retardant switch housing, and would not turn on.